Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for a routine follow-up, and a type 3 endoleak (fabric tear) was noted in the middle of the contralateral/left limb close to the proximal edge of an extension cuff on that side (see MFR # 2953200-2010-01802). It is suspected that the cuff may have contributed to the fabric tear. The contralateral limb was relined with an iliac limb to resolve the type 3 endoleak. Additionally, there was a suspected, but unconfirmed stent fracture in the ipsilateral limb of the main body. No intervention was performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, (results, conclusion) - other: lack of information (aneurysm and vessel morphology are unknown, unknown cause of fracture).